Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the dissection in a nephrectomy, the cloth/gauze that is edge of the device was dropped in abdominal cavity of patient. The piece was found and retrieved with no injury to the patient.